Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant site (specific date not reported). Device analysis report attached. This report is submitted on may 09, 2023.

Manufacturer narrative:
This report is submitted on march 09, 2023.

Event description:
Per the clinic, the patient experienced a wound breakdown (date not reported) resulting in exposure of receiver/stimulator. Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2023, and there are no plans to re-implant the patient with another cochlear device as of the date of this report.